Manufacturer narrative:
The reported failure of trilogy o2 ventilator active exhalation control module is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information that a trilogy evo ventilator was returned to the manufacturer's service center for completion of scheduled preventative maintenance. There was no patient involvement, and no harm or injury reported. Preventative maintenance was completed per the maintenance schedule. The device failed repair testing for active exhalation proportional valve opened. The active exhalation control module was replaced to address this issue. After repair, the device passed final testing and confirmed to operate properly. Additional findings not related to the malfunction/issue: since scratches were confirmed, the front enclosure overlay was replaced.